Manufacturer narrative:
Information contained in this report was previously submitted through asr on 26/oct/2010. Device evaluation: visual analysis of the returned device identified yellow particles on the outer surface, brown particles in the fill channel, and a linear opening. Leak and microscopic analysis were performed an identified one striated opening. Fill inspection was performed and the result was no blockage. Based on the device analysis the final assessment was one striated opening due to surgical damage. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.